Manufacturer narrative:
The prismaflex machine is currently in use. Gambro renal products has requested and obtained the downloaded machine data files and additional technical information on the machine involved. An investigation is ongoing. A final report will be submitted once the investigation is concluded.

Event description:
Customer reported an incident where the fluid in the syringe infused too fast during treatment / run with no error codes. The customer reported "... A newly placed syringe was empty minutes after it was replaced (-6am); after being alerted by the instruction on the screen monitor. The prismaflex monitor alarmed after a minute or two that the heparin syringe was empty." "... The lab appt test confirmed that the patient had received a too high dose of heparin. Protamine was administered to bring the situation under control." Additionally, the customer reported that "... The filter was replaced around noon as a result of normal treatment procedures ... Lock holding the piston of the syringe was loose; the monitor alarmed for extreme pressures; the nurse mentioned a very clear (not red) pressure coupling." There was no blood loss reported.